Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on three patients. The initial results were reported to the physician(s). The same samples were repeated on an alternate system and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant sodium, potassium and chloride results was unknown. The fse replaced the integrated multisensor technology (imt) pump head assembly and port, readjusted the pressure foot pump rate, performed calibration and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.